Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No back light anomaly was noted. Moisture damage was noted on the liquid crystal display circuit board. The insulin pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. The functional tests could not be completed due to the prime anomaly. The insulin pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a stained end cap sticker.

Event description:
Customer reports to have moisture under display screen due exercising and getting sweat on pump. Customer reports that backlight was flickering. Customer's blood glucose was 200 mg/dl and customer believes it was due to insertion site and scar tissue. Customer also reports that upper right hand corner of display screen was cracked. Customer was advised that insulin pump would need to be replaced. No further information provided.